Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal resection, when the surgeon was ready to fire the stapler and started applying the staple line, the staples blocked and was not able to go further. In addition, there was an incomplete staple line centrally. A manual stapler was used to complete the case. There was no patient injury.